Manufacturer narrative:
(B)(4).

Event description:
The reporting person said: during surgical procedure the forceps were not performing hemostasis and adequate dissection. No injury reported. There was no unexpected loss of tissue due to the problem. There was no tissue damage as a result of the problem. There was no excessive bleeding. The surgical time was not extended. There was no permanent injury. There was no temporary injury. Another product was used to solve the problem. The hospital stay wasn't prolonged.